Manufacturer narrative:
Testing and investigation confirmed the reported issue of a leak. Visual inspection was performed and there was evidence of leakage on the outside of the filter housing from the vents. There were no cracks present on the filter. The device was leak tested and the leakage occurred through several locations of the air vent material of the filters. The probable cause of the leakage is due to a temporary or permanent loss of the hydrophobic properties of the filter vent material through interaction with the infusate solution. The lot number was not provided, therefore, a DHR review was not performed.

Event description:
The customer reported that transfer set w/2 clave cracked and had a leaking filter. The event occurred during infusion of parental nutrition in a neonate patient, which caused the delay in critical therapy. There was patient involvement, but no blood loss or bleedback. This record captures the first of two devices.